Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not satisfied with the lens. The lens was removed in a second procedure. Additional information was requested.